Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the buttons on the insulin pump were not sensitive. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Act and esc buttons did not respond due to unlock on lcd keypad connector. Unable to perform self-test and displacement test due to button keypad anomaly. No damage on electronics noted. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and stained address/serial number label.